Event description:
Pt had an incision drainage procedure done due to infection and the tibial insert component was replaced.

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op xray were not available. The surgeon indicated the revision was due to infection. Based on the surgeon's description of the cause of the revision, the rio system worked as expected.